Manufacturer narrative:
The device has been received for analysis, but requires additional investigation, which is not complete at this time. A supplemental medwatch report will be filed when the analysis is complete.

Event description:
It was reported that during unpacking of the imager ii, the packaging did not tear open properly and presented risk for the device to become contaminated. No contact with patient.